Event description:
A pt's heart rate dropped below the low heart rate limit set on the cic central station while being monitored on an apexpro telemetry system and the system did not call the low heart rate alarm or print an ECG strip of the event. The pt expired.